Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was failing short self test (sst). There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 12jun2019. Date of report: 13jun2019. The manufacturer's technical support performed troubleshooting with the customer. The customer was advised that extended self test (est) should be run monthly, not the short self test (sst). It was recommended that the customer perform est. The customer confirmed that the facility's biomedical engineer evaluated and repaired the ventilator and that it is back in service. The customer could not provide the details of the repair but confirmed that no parts were replaced. The customer could not provide the ventilator's serial number. No parts were replaced so no parts are expected to be returned for failure investigation submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.